Event description:
Caller alleged discrepant results compared with the lab for pt #1 as well as imprecision with inratio meter for pt #2. Results as follows: pt #1: inratio - 4.7; lab - 2.6 (10 minutes later). Pt #2: 1st inratio - 6.1; 2nd inratio - 4.0.

Manufacturer narrative:
Pending investigation.